Manufacturer narrative:
The complaint was originally determined to be a malfunction reportable event on (B)(6) 2019 and reported to the FDA through the quarterly voluntary malfunction summary reporting (vmsr) program. Bdpi received a notification from the FDA on 9/16/2019 stating that the procode knt is ineligible for the vmsr program; therefore, the MDR date of awareness was modified to reflect the date of the FDA notification of procode ineligibility. Manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: one 16 fr tri-funnel device was returned for evaluation. Visual and functional evaluations were performed. The investigation is confirmed for a leak, specifically a leaky valve. Functional testing initially found no issues when the balloon was inflated with 20 cc of water, but upon re-inflation the inflation port began to leak. The position of the valve stem was not centered within the valve, but leaning to one side. The top face of the valve was visible. In addition, one electronic photo was reviewed. The photo shows an entire tri-funnel device with orange inflation hub with ¿20cc inflation¿ thereon. The bolster was at approximately the 6-cm depth mark, and the balloon appeared deflated, with no more than slight discoloration visible. Although a leak was confirmed, a definitive root cause could not be determined, such actions as the insertion of a foreign object or improper syringe into valve, leading to valve failure/malposition, could cause a leak such as that observed from the valve. This may be consistent with the report that leakage occurred after infusion of fluid after placement. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that post gastrostomy feeding tube placement the device was filled with sterilized water and allegedly leaked. Reportedly, the device was removed. There was no reported patient injury.